Event description:
Technician alleged that the cardio pulmonary resuscitation does not work. The head down does work. No patient impact.

Manufacturer narrative:
The technician found the cause to be the cardio pulmonary resuscitation valve is stuck. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.